Manufacturer narrative:
H3 and h6: the customer received support from their distributor service engineer who found with the customer that the av cl toco+ mp transducer did not show any damage. It is unknown if the avalon cl toco+ mp transducer was repositioned and the skin at the application site was regularly verified, during the 17 hours in use, as described in the instruction for use from philips. The reported patient's wound was treated with gel, no further treatment is planned or required. The distributor service engineer worked with the customer remote and provided instructions for use to the customer. Due to the lack of available information, a clear cause for the reported issue could not be established and a malfunction of the device cannot be ruled out.. The reported av cl toco+ mp transducer remains at the customer site. Response with instructions was provided per email 20-april-2020 to the initiator of this cfs to provide to the customer. No further investigation or action is warranted and requested from the initiator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that after childbirth, there was a large wound found on mother's belly. It is difficult to determine if it was caused by pressure, heat or hypersensitivity. There was a continuous registration for 17 hours, and it is unclear if the transducer was repositioned. The wound was discovered in connection with the post care a few hours after birth.